Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead dislodged. The lead was repositioned however, it dislodged again. It was noted by the nurse that the patient was "quite heavy" so the physician decided to leave the lead in its current position and reprogram the settings accordingly. The lead remains in use. No patient complications have been reported as a result of this event.